Event description:
User facility medwatch report received that states, "event desc: cardiac catheterization was completed without complications. Starclose closure device was used for arterial hemostasis. The device was successfully deployed and was obtaining hemostasis, but staff was unable to remove the delivery system with a reasonable amount of force. The physician was uncomfortable with further attempts to remove the device, and the manufacturer representative was contacted. The rep. Provided instructions for removal of the device by placing downward stabilizing pressure at the arteriotomy site, while putting the device until it was successfully removed. These instructions were followed by the md, and the device was successfully removed without injury or trauma. The patient's groin was intact without bleeding or hematoma, and distal pulses of the affected extremity remained unchanged from pre-procedure assess." "Other in 2007: a visual inspection was performed of the device. It was noted that what could be described as a vessel locator wing, was displaced from the center plunger, with the distal end bent at approximately 90 degrees. This resulted in the end shaped like a hook, which could explain why the device snagged on the clip, and was difficult to remove from the patient. Still images where made of the device." Customer report source was contacted. No further

Manufacturer narrative:
The device is being held by the user facility risk management and will not be returned for evaluation. Abbott vascular has requested copies of the photos taken by the hospital. The photos have not been received yet. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. Attachment: user facility mandatory medwatch report number 2300190000-2007-8001.